Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain") and uterine haemorrhage ("abnormal uterine bleeding") in a 23-year-old female patient who had essure (batch no. C95077) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3 (B)(6) 2006, (B)(6) 2010, (B)(6) 2017)), diabetes (grandmother (maternal)/mother) and hypertension (grandmother (maternal)/mother). Previously administered products included for an unreported indication: depo provera. Concurrent conditions included overweight, non-tobacco user, cramp in lower abdomen, nausea, menses irregular and excessive menstruation. Concomitant products included metformin, misoprostol and norlestrin fe (junel fe). In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, 3 months 31 days after insertion of essure, the patient experienced nausea ("nausea") and dysmenorrhoea ("dysmenorrhea"). On (B)(6) 2015, the patient experienced fatigue ("fatigue"), depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2015, the patient experienced weight increased ("weight gain / loss (specify which one) weight gain"), alopecia ("hair loss"), vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia"). In 2015, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant), polycystic ovaries ("polycystic ovaries"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes") and abdominal pain ("abdominal pain"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and abdominal pain was resolving, the uterine haemorrhage, polycystic ovaries, weight increased, vaginal haemorrhage, menorrhagia, depression, anxiety and dysmenorrhoea outcome was unknown and the bladder disorder, urinary tract disorder, nausea, vaginal discharge, fatigue and alopecia had resolved. The reporter considered abdominal pain, alopecia, anxiety, bladder disorder, depression, dysmenorrhoea, fatigue, menorrhagia, nausea, pelvic pain, polycystic ovaries, urinary tract disorder, uterine haemorrhage, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she is not using contraception after essure insertion. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Pregnancy test urine - on an unknown date: negative. (B)(6) 2015: ultrasound: impression: bilateral essure coils noted in proper position. Both ovaries contain tiny follicles around the periphery. Highly suggestive of pcos. (B)(6) 2015:bilateral fallopian tubes with essure: final diagnosis- bilateral fallopian tubes with essure: two benign fallopian tubes with complete cross section: grossly identifiable metallic devices consistent with essure: gross description: the specimen is revealed in formalin in a container labeled with the patient¿s name and ¿bilateral fallopian tubes¿ and consist of two apparent fallopian tubes that measure in aggregate 7*2*0.cm. The serosal surfaces of both fallopian tubes are pink-tan, smooth and glistening. The fimbriated ends are fanshaped tan-pink. Cross sections show tan soft tissue. Representation sections are submitted in two cassettes. Also in the same container received are four metallic devices identified as ¿essure¿ that measure in aggregate 3.5*1*0.3 cm. Gross only. (B)(6) 2015: surgical pathology report: fi nal diagnosis- bilateral fallopian tubes with essure. Two benign fallopian tubes with complete cross section. Grossly identifiable metallic devices. Consistent with essure. Gross description: the specimen is revealed in formalin in a container labeled with the patient¿s name and ¿bilateral fallopian tubes¿ and consist of two apparent fallopian tubes that measure in aggregate 7x2x0.cm. The serosal surfaces of both fallopian tubes are pink-tan, smooth and glistening. The fimbriated ends are fanshaped , tan-pink. Cross sections show tan soft tissue. Representation sections are submitted in two cassettes. Also in the same container received are four metallic devices identified as ¿essure¿ that measure in aggregate 3.5x1x0.3 cm. Gross only. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-sep-2018: pfs received. Events vaginal bleeding, menorrhagia, depression, mental anguish and dysmenorrhea added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain") and uterine haemorrhage ("abnormal uterine bleeding") in a 23-year-old female patient who had essure (batch no. C95077) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3 (06-nov-2006, 25-sep-2010, 08-jan-2017)), diabetes (grandmother (maternal)/mother) and hypertension (grandmother (maternal)/mother). Previously administered products included for an unreported indication: depo provera. Concurrent conditions included overweight, non-tobacco user, cramp in lower abdomen, nausea, menses irregular and excessive menstruation. Concomitant products included metformin, misoprostol and norlestrin fe (junel fe). In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2014 the patient had essure inserted. In 2015, the patient experienced nausea ("nausea"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight increased ("weight gain / loss (specify which one) weight gain") and alopecia ("hair loss"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant), polycystic ovaries ("polycystic ovaries"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes") and abdominal pain ("abdominal pain"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, uterine haemorrhage, polycystic ovaries and weight increased outcome was unknown and the bladder disorder, urinary tract disorder, nausea, vaginal discharge, fatigue, alopecia and abdominal pain had resolved. The reporter considered abdominal pain, alopecia, bladder disorder, fatigue, nausea, pelvic pain, polycystic ovaries, urinary tract disorder, uterine haemorrhage, vaginal discharge and weight increased to be related to essure. The reporter commented: she is not using contraception after essure insertion. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. Hysterosalpingogram - on 22-may-2015: total bilateral occlusion pregnancy test urine - on an unknown date: negative 30-mar-2015: ultrasound: impression: bilateral essure coils noted in proper position. Both ovaries contain tiny follicles around the periphery. Highly suggestive of pcos. 24-aug-2015:bilateral fallopian tubes with essure: final diagnosis- bilateral fallopian tubes with essure: two benign fallopian tubes with complete cross section: grossly identifiable metallic devices consistent with essure: gross description: the specimen is revealed in formalin in a container labeled with the patient¿s name and ¿bilateral fallopian tubes¿ and consist of two apparent fallopian tubes that measure in aggregate 7*2*0.cm. The serosal surfaces of both fallopian tubes are pink-tan, smooth and glistening. The fimbriated ends are fanshaped tan-pink. Cross sections show tan soft tissue. Representation sections are submitted in two cassettes. Also in the same container received are four metallic devices identified as ¿essure¿ that measure in aggregate 3.5*1*0.3 cm. Gross only. (B)(6) 2015: surgical pathology report: fi nal diagnosis- bilateral fallopian tubes with essure - two benign fallopian tubes with complete cross section - grossly identifiable metallic devices consistent with essure. Gross description: the specimen is revealed in formalin in a container labeled with the patient¿s name and ¿bilateral fallopian tubes¿ and consist of two apparent fallopian tubes that measure in aggregate 7x2x0.cm. The serosal surfaces of both fallopian tubes are pink-tan, smooth and glistening. The fimbriated ends are fanshaped , tan-pink. Cross sections show tan soft tissue. Representation sections are submitted in two cassettes. Also in the same container received are four metallic devices identified as ¿essure¿ that measure in aggregate 3.5x1x0.3 cm. Gross only quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 28-may-2018: quality-safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain / pain') and uterine haemorrhage ('abnormal uterine bleeding') in a 23-year-old female patient who had essure (batch no: c95077) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 3 (on (B)(6) 2006, on (B)(6) 2010, on (B)(6) 2017), diabetes (grandmother (maternal)/mother) and hypertension (grandmother (maternal)/mother). Previously administered products included for an unreported indication: depo provera. Concurrent conditions included overweight, non-tobacco user, cramp in lower abdomen, nausea, menses irregular and excessive menstruation. Concomitant products included ethinylestradiol;ferrous fumarate;norethisterone acetate (junel fe), ibuprofen since 2014, iron since 2014, metformin and misoprostol. On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced nausea ("nausea") and dysmenorrhoea ("dysmenorrhea"), 3 months 31 days after insertion of essure. On (B)(6) 2015, the patient experienced fatigue ("fatigue"), depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2015, the patient was found to have weight increased ("weight gain / loss (specify which one) weight gain") and experienced alopecia ("hair loss"), vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia"). In 2015, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant), polycystic ovaries ("polycystic ovaries"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), abdominal pain ("abdominal pain") and genital haemorrhage ("gen. Abnormal bleeding"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, bladder disorder, urinary tract disorder, nausea, vaginal discharge, fatigue, alopecia and genital haemorrhage had resolved, the uterine haemorrhage, polycystic ovaries, weight increased, vaginal haemorrhage, menorrhagia, depression, anxiety and dysmenorrhoea outcome was unknown and the abdominal pain was resolving. The reporter considered abdominal pain, alopecia, anxiety, bladder disorder, depression, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, nausea, pelvic pain, polycystic ovaries, urinary tract disorder, uterine haemorrhage, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she is not using contraception after essure insertion. Injuries caused by essure, optional removal. Discrepancy in essure removal date as on (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. Hysterosalpingogram: on (B)(6) 2015: results: total bilateral occlusion. Pregnancy test urine: on an unknown date: results: negative. On (B)(6) 2015: ultrasound: impression: bilateral essure coils noted in proper position. Both ovaries contain tiny follicles around the periphery. Highly suggestive of pcos. On (B)(6) 2015: bilateral fallopian tubes with essure: final diagnosis- bilateral fallopian tubes with essure: two benign fallopian tubes with complete cross section: grossly identifiable metallic devices consistent with essure: gross description: the specimen is revealed in formalin in a container labeled with the patient¿s name and ¿bilateral fallopian tubes¿ and consist of two apparent fallopian tubes that measure in aggregate 7:2:0.cm. The serosal surfaces of both fallopian tubes are pink-tan, smooth and glistening. The fimbriated ends are fanshaped tan-pink. Cross sections show tan soft tissue. Representation sections are submitted in two cassettes. Also in the same container received are four metallic devices identified as ¿essure¿ that measure in aggregate 3.5:1:0.3 cm. Gross only. On (B)(6) 2015: surgical pathology report: fi nal diagnosis- bilateral fallopian tubes with essure. Two benign fallopian tubes with complete cross section grossly identifiable metallic devices consistent with essure. Gross description: the specimen is revealed in formalin in a container labeled with the patient¿s name and ¿bilateral fallopian tubes¿ and consist of two apparent fallopian tubes that measure in aggregate 7x2x0.cm. The serosal surfaces of both fallopian tubes are pink-tan, smooth and glistening. The fimbriated ends are fanshaped , tan-pink. Cross sections show tan soft tissue. Representation sections are submitted in two cassettes. Also in the same container received are four metallic devices identified as ¿essure¿ that measure in aggregate 3.5x1x0.3 cm. Gross only. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 5-may-2020: pif received: event gen. Abnormal bleeding added. Event outcome of pelvic pain updated. Incident: a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and uterine haemorrhage ("abnormal uterine bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant) and polycystic ovaries ("polycystic ovaries"). The patient was treated with surgery (removal of her essure by salpingectomy and removal of fallopian tubes in (B)(6) 2015). Essure was removed in (B)(6) 2015. At the time of the report, the pelvic pain, uterine haemorrhage and polycystic ovaries outcome was unknown. The reporter considered pelvic pain, polycystic ovaries and uterine haemorrhage to be related to essure. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 5-apr-2017: quality-safety evaluation of ptc. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced severe pelvic pain and abnormal uterine bleeding. These events are anticipated in the reference safety information for essure. Coils were removed approximately 9 months after insertion. Pelvic pain and changes in bleeding pattern, including heavy and unscheduled bleedings, may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality for these both was assessed as related. This case was regarded as incident since intervention was required. Other nonserious events were also reported. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. No active follow-up is allowed and further information is expected only through litigation process

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain") and uterine haemorrhage ("abnormal uterine bleeding") in a 23-year-old female patient who had essure (batch no. C95077) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3 ((B)(6) 2006, (B)(6) 2010, (B)(6) 2017)), diabetes (grandmother (maternal)/mother) and hypertension (grandmother (maternal)/mother). Previously administered products included for an unreported indication: depo provera. Concurrent conditions included overweight, non-tobacco user, cramp in lower abdomen, nausea, menses irregular and excessive menstruation. Concomitant products included metformin, misoprostol and norlestrin fe (junel fe). In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient had essure inserted. In 2015, the patient experienced nausea ("nausea"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight increased ("weight gain / loss (specify which one) weight gain") and alopecia ("hair loss"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant), polycystic ovaries ("polycystic ovaries"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes") and abdominal pain ("abdominal pain"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, uterine haemorrhage, polycystic ovaries and weight increased outcome was unknown and the bladder disorder, urinary tract disorder, nausea, vaginal discharge, fatigue, alopecia and abdominal pain had resolved. The reporter considered abdominal pain, alopecia, bladder disorder, fatigue, nausea, pelvic pain, polycystic ovaries, urinary tract disorder, uterine haemorrhage, vaginal discharge and weight increased to be related to essure. The reporter commented: she is not using contraception after essure insertion. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion pregnancy test urine - on an unknown date: negative. On (B)(6) 2015: ultrasound: impression: bilateral essure coils noted in proper position. Both ovaries contain tiny follicles around the periphery. Highly suggestive of pcos. On (B)(6) 2015:bilateral fallopian tubes with essure: final diagnosis- bilateral fallopian tubes with essure: two benign fallopian tubes with complete cross section: grossly identifiable metallic devices consistent with essure: gross description: the specimen is revealed in formalin in a container labeled with the patient¿s name and ¿bilateral fallopian tubes¿ and consist of two apparent fallopian tubes that measure in aggregate 7*2*0.cm. The serosal surfaces of both fallopian tubes are pink-tan, smooth and glistening. The fimbriated ends are fanshaped tan-pink. Cross sections show tan soft tissue. Representation sections are submitted in two cassettes. Also in the same container received are four metallic devices identified as ¿essure¿ that measure in aggregate 3.5*1*0.3 cm. Gross only. On (B)(6) 2015: surgical pathology report: fi nal diagnosis- bilateral fallopian tubes with essure, two benign fallopian tubes with complete cross section, grossly identifiable metallic devices consistent with essure. Gross description: the specimen is revealed in formalin in a container labeled with the patient¿s name and ¿bilateral fallopian tubes¿ and consist of two apparent fallopian tubes that measure in aggregate 7x2x0.cm. The serosal surfaces of both fallopian tubes are pink-tan, smooth and glistening. The fimbriated ends are fanshaped, tan-pink. Cross sections show tan soft tissue. Representation sections are submitted in two cassettes. Also in the same container received are four metallic devices identified as ¿essure¿ that measure in aggregate 3.5x1x0.3 cm. Gross only most recent follow-up information incorporated above includes: on 26-feb-2018: plantiff fact sheet & medical record received. Events bladder or urinary problems or changes , nausea, vaginal discharge, fatigue, weight gain, hair loss are added. Lot number added. Lab data updated. Concomitant conditions and drugs are added. Historical conditions and drugs are added.product , patient & reporter information updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain / pain') and uterine haemorrhage ('abnormal uterine bleeding') in a 23-year-old female patient who had essure (batch no. C95077) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 3 (B)(6) 2006, (B)(6) 2010, (B)(6) 2017)), diabetes (grandmother (maternal)/mother) and hypertension (grandmother (maternal)/mother). Previously administered products included for an unreported indication: depo provera. Concurrent conditions included overweight, non-tobacco user, cramp in lower abdomen, nausea, menses irregular and excessive menstruation. Concomitant products included ethinylestradiol;ferrous fumarate;norethisterone acetate (junel fe), ibuprofen since 2014, iron since 2014, metformin and misoprostol. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, the patient experienced nausea ("nausea") and dysmenorrhoea ("dysmenorrhea"), 3 months 31 days after insertion of essure. On (B)(6) 2015, the patient experienced fatigue ("fatigue"), depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2015, the patient was found to have weight increased ("weight gain / loss (specify which one) weight gain") and experienced alopecia ("hair loss"), vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia"). In 2015, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant), polycystic ovaries ("polycystic ovaries"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), abdominal pain ("abdominal pain") and genital haemorrhage ("gen. Abnormal bleeding"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, bladder disorder, urinary tract disorder, nausea, vaginal discharge, fatigue, alopecia and genital haemorrhage had resolved, the uterine haemorrhage, polycystic ovaries, weight increased, vaginal haemorrhage, menorrhagia, depression, anxiety and dysmenorrhoea outcome was unknown and the abdominal pain was resolving. The reporter considered abdominal pain, alopecia, anxiety, bladder disorder, depression, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, nausea, pelvic pain, polycystic ovaries, urinary tract disorder, uterine haemorrhage, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she is not using contraception after essure insertion. Injuries caused by essure, optional removal. Discrepancy in essure removal date as (B)(6) 2015,. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: results: total bilateral occlusion. Pregnancy test urine - on an unknown date: results: negative. (B)(6) 2015: ultrasound: impression: bilateral essure coils noted in proper position. Both ovaries contain tiny follicles around the periphery. Highly suggestive of pcos. (B)(6) 2015:bilateral fallopian tubes with essure: final diagnosis- bilateral fallopian tubes with essure: two benign fallopian tubes with complete cross section: grossly identifiable metallic devices consistent with essure: gross description: the specimen is revealed in formalin in a container labeled with the patient¿s name and ¿bilateral fallopian tubes¿ and consist of two apparent fallopian tubes that measure in aggregate 7*2*0.cm. The serosal surfaces of both fallopian tubes are pink-tan, smooth and glistening. The fimbriated ends are fanshaped tan-pink. Cross sections show tan soft tissue. Representation sections are submitted in two cassettes. Also in the same container received are four metallic devices identified as ¿essure¿ that measure in aggregate 3.5*1*0.3 cm. Gross only. (B)(6) 2015: surgical pathology report: fi nal diagnosis- bilateral fallopian tubes with essure - two benign fallopian tubes with complete cross section - grossly identifiable metallic devices consistent with essure. Gross description: the specimen is revealed in formalin in a container labeled with the patient¿s name and ¿bilateral fallopian tubes¿ and consist of two apparent fallopian tubes that measure in aggregate 7x2x0.cm. The serosal surfaces of both fallopian tubes are pink-tan, smooth and glistening. The fimbriated ends are fanshaped , tan-pink. Cross sections show tan soft tissue. Representation sections are submitted in two cassettes. Also in the same container received are four metallic devices identified as ¿essure¿ that measure in aggregate 3.5x1x0.3 cm. Gross only quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and uterine haemorrhage ("abnormal uterine bleeding") in a female patient who received essure for contraception. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient started essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), uterine haemorrhage (seriousness criterion medically significant) and polycystic ovaries ("polycystic ovaries"). The patient was treated with surgery (removal of her essure by salpingectomy and removal of fallopian tubes in (B)(6) 2015). Essure was withdrawn. At the time of the report, the pelvic pain, uterine haemorrhage and polycystic ovaries outcome was unknown. The reporter considered pelvic pain, uterine haemorrhage and polycystic ovaries to be related to essure. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced severe pelvic pain and abnormal uterine bleeding. These events are anticipated in the reference safety information for essure. Coils were removed approximately 9 months after insertion. Pelvic pain and changes in bleeding pattern, including heavy and unscheduled bleedings, may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality for these both was assessed as related. This case was regarded as incident since intervention was required. Other nonserious events were also reported. A product technical analysis is being sought. No active follow-up is allowed and further information is expected only through litigation process.